Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.

Event description:
It was reported that there were air bubbles present at the luer lock and throughout the tubing. Troubleshooting was performed and air bubbles were able to be successfully expelled. Customer had high blood glucose levels (300 mg/dl).